Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is complete.

Event description:
It was reported that the patient had an ischemic right middle cerebral artery (mca) stroke on (B)(6) 2021, and was discharged home (captured in manufacturer report 2916596-2021-04483). The patient was readmitted on (B)(6) 2021 with complaints of generalized fatigue and elevated ldh levels. On (B)(6) 2021, it was reported that the patient was started on heparin/intravenous fluids for hemolysis (captured in manufacturer report 2916596-2021-04784). The heparin drip was stopped on (B)(6) 2021 due to concerns for gastrointestinal bleeding. The patient was noted to have an ldh of 1100 upon death. Later that morning, the patient became unresponsive and was sent for an urgent head computed tomography scan that showed a large new inter-parenchymal bleed with a midline shift. The patient passed away that night. It was additionally reported on (B)(6) 2021 that the patient was noted to have acute anemia with coffee ground emesis, raising suspicion for previous gastro-intestinal (gi) bleeding. The gi bleed was treated with intravenous proton pump inhibitors (ppi) twice a day. A nasogastric tube was also placed. An echocardiogram also noted aortic insufficiency (ai) and minimal decompression of the left ventricular end diastolic diameter with significant speed increases. This raised suspicions for device thrombosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned device did not confirm an issue that would have contributed to the reported events. The submitted log file contained data from (B)(6) 2021. Two transient low flow events were recorded on (B)(6) 2021. A specific cause for these events could not conclusively be determined through this evaluation. The pump appeared to function as intended above the low speed limit. (B)(6) was returned with the driveline intact. The apical sewing ring, inlet tube, and proximal half of the sealed inflow conduit flex section were not returned. Visual examination of the system's blood-contacting surfaces upon disassembly of the device revealed coagulated blood, but no evidence of developed depositions or thrombus formations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this IFU lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including hemolysis, bleeding, stroke, and death. This section also addresses pump speed, power, and flow and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. Section 4 ¿system monitor¿ explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pi. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 "patient care and management" outlines indications of thrombus and how to respond to such events. It also provides information on anticoagulation, including recommended international normalized ratio (inr) values, and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. This section also addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. Heartmate ii lvas patient handbook is currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files captured 2 low flow events on (B)(6) 2021. In addition, the log noted a single un-sustained power/flow elevation earlier in the morning on (B)(6) 2021. The patient had a lactate dehydrogenase of 1585 upon admission. It was reported that the patient had an ischemic right middle cerebral artery (mca) stroke on (B)(6) 2021, and was discharged home (captured in manufacturer report 2916596-2021-04483) . The patient was readmitted on (B)(6) 2021 with complaints of generalized fatigue and elevated ldh levels. On (B)(6) 2021, it was reported that the patient was started on heparin/intravenous fluids for hemolysis (captured in manufacturer report 2916596-2021-04784). The heparin drip was stopped on (B)(6) 2021 due to concerns for gastrointestinal bleeding. The patient was noted to have an ldh of 1100 upon death. Later that morning, the patient became unresponsive and was sent for an urgent head computed tomography scan that showed a large new inter-parenchymal bleed with a midline shift. The patient passed away that night. It was additionally reported on (B)(6) 2021 that the patient was noted to have acute anemia with coffee ground emesis, raising suspicion for previous gastro-intestinal (gi) bleeding. The gi bleed was treated with intravenous proton pump inhibitors (ppi) twice a day. A nasogastric tube was also placed. An echocardiogram also noted aortic insufficiency (ai) and minimal decompression of the left ventricular end diastolic diameter with significant speed increases. This raised suspicions for device thrombosis. Event summary: it was reported that the patient was admitted for a hemolysis workup with a lactate dehydrogenase (ldh) of 1585. The patient had a recent history of acute mca stroke on (B)(6) 2021 that required thrombectomy (cs-154393). The patient was off coagulation for a time following the stroke. The log file captured 2 low flow events on (B)(6) 2021. In addition, the log noted a single unsustained power/flow elevation earlier in the morning on (B)(6) 2021. On (B)(6) 2021, it was reported that the patient had been started on heparin/intravenous fluids for hemolysis.

Manufacturer narrative:
Section b5: it was previously reported that the information of the patient starting on heparin/intravenous fluids for hemolysis was captured in manufacturer report # 2916596-2021-04784. This reference was inadvertently added and manufacturer report # 2916596-2021-04784 was not submitted as it contained duplicate information to this event. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.